Event description:
Related manufacturer reference number: 2017865-2021-36210, related manufacturer reference number: 2017865-2021-36211, related manufacturer reference number: 2017865-2021-36212. It was reported that the patient presented in clinic with the device eroded in inferior-lateral corner of the pocket. The patient was prescribed antibiotics and returned with serous drainage. Culture testing confirmed the patient had developed an infection. The implantable cardioverter defibrillator and three leads were explanted. The patient was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.